Event description:
It was reported that a flipped pump was noted at the time of a catheter dye study on (B)(6) 2010. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n191525012, implanted: (B)(6) 2009, product type catheter. (B)(4).